Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of transfer set was cracked. The transfer set had been in use for 2 months. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed using naked eye and magnification. A cracked main body of the twist clamp was observed. Functional testing performed included leak testing, clear passage test, clamp function testing with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.